Event description:
A vaxcel pasv PICC was placed for therapeutic purpose in 2005. The pt was receiving tpn and lipids. Nineteen days later, a hole was noticed at the site of insertion and the line was removed.